Manufacturer narrative:
Design deficiency was removed as this was not found during the investigation of this device. The device was repaired and returned to the customer.

Event description:
The system 7 single trigger rotary was sent for repairs with no allegations and blood was noted on the back screw. No additional informatiion was provided on follow up.

Event description:
The system 7 single trigger rotary was sent for repairs with no allegations and blood was noted on the back screw. No additional information was provided on follow up.